Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and confirmed that there was no vacuum on the wash collar solenoid valve. The fse replaced the wash collar vacuum valve and primed the system multiple times without errors. The repair was verified per established procedure and results met published specifications. Failure mode of the leak is attributed to the wash collar solenoid vacuum valve. (B)(4).

Event description:
The customer reported a contained mc (modular chemistry) sample probe leak involving the unicel dxc 660i synchron access clinical system. The customer indicated that approximately 5 to 10 cc's of fluid leaked from the mc sample probe. The customer obtained suppressed (no value generated) glucm (modular glucose) results with an error code of "rxn noise" (reaction noise). The customer was wearing gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. The beckman coulter cts (customer technical support) who spoke with the customer on the phone reviewed the instrument's data log remotely and noted that there was no vacuum at the wash collar.